Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following a fall. A manufacturer representative met with the patient and was unable to connect to the ipg. It was deemed inoperable. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following a fall. A manufacturer representative met with the patient and was unable to connect to the ipg. It was deemed inoperable. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The report of ¿ipg communication¿ problem was confirmed. Analysis of the returned ipg found that the root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to a stuck processor. Due to the as-received condition of the ipg and with the limited data acquired it was not possible to ascertain the cause of the stuck processor; however, this failure mode isn't typically caused by a fall. The last battery timestamp occurred on september 20, 2021; the device was providing stimulation up until that time.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.